Event description:
Reporter indicated that a recently implanted vns patient had developed vocal cord paresis, increased secretions, hiccups, vomiting, and a low-grade fever. Further follow up revealed, the patient had developed aspiration pneumonia and aphonia. The patient was hospitalized and had a videostroboscopy which showed left vocal cord paresis with slight movement. The vns has been disabled to allow for healing. The patient may have collagen injections for the vocal cord paresis. The cause of the patient's issues are felt to be likely related to the vns implant surgery. The hiccups have resolved and the aspiration pneumonia is clearing following antibiotic treatment. The patient has also been able to speak a little. The patient is not on supplemental oxygen. Attempts for further information are in progress.